Event description:
It was reported that the bed collapsed.

Manufacturer narrative:
The account refused to provide any patient identifiers except that it was a gynecology case. This product has no expiration date. Evaluation summary - april 20, 2010: the table was sent back in-house and investigated for damage. The column casing was damaged and one of the hydraulic hoses was cut causing the hydraulic leak which led to the table to collapse into the lowest setting. The column casing protects the inner electrical circuit, hoses and provides aesthetic look for the table. The slicing of the hydraulic hose is likely due to the lower column casing being bent inwards as a result of bumping something into it. The table must have been articulated numerous times after having been damaged which caused the hose to be sheared and cut. The event occurred during the end of the procedure and there was no adverse consequence as a result of the table going into the lowest setting. This is not a single use device.